Event description:
Reportable based on device analysis completed on 23mar2022. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. On the first run the image seen on the polaris was very dark, almost a black screen. The catheter was flushed again but the image remained the same. The device was removed and another catheter was used with no issues. No patient complications were reported. However, device analysis revealed detachment of the imaging window at the lapjoint.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the imaging window detached at the lapjoint section. The imaging window was not returned for analysis. Impedance testing showed a weak transducer waveform and no rh peak of 6 ohms. Image testing could not be performed due to the detached window. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on 23mar2022. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. On the first run the image seen on the polaris was very dark, almost a black screen. The catheter was flushed again but the image remained the same. The device was removed and another catheter was used with no issues. No patient complications were reported. However, device analysis revealed detachment of the imaging window at the lapjoint. It was further reported that the device was completely removed from the patient's body. There were no resistance encountered during advancement and removal.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the imaging window detached at the lapjoint section. The imaging window was not returned for analysis. Impedance testing showed a weak transducer waveform and no rh peak of 6 ohms. Image testing could not be performed due to the detached window. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.